Event description:
The customer reported that the system was not working, displayed multiple errors, would not perform fluoroscopy, and there were power surges. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.